Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the navigation probe is damaged due to a shock. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the navigation probe was damaged. A surgery delay has been reported < 30 minutes.